Event description:
It was reported that during an attempt to implant the left ventricular (lv) lead, the lead dislodged when the introducer sheath was being slit. The lead was removed. The physician will consider attempting a new lv lead at a later date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Blood was noted on all conductors (not obstructed); full lead returned and analyzed.